Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved using another mynx device. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was confirmed via angiography, including the appropriate insertion angle, and the vessel diameter was verified to be =5 mm. There was moderate vessel tortuosity and moderate presence of pvd/calcium near the puncture site. The device was stored and prepared according to the IFU. No excess force was applied during insertion. The device is being returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved using another mynx device. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was confirmed via angiography, including the appropriate insertion angle, and the vessel diameter was verified to be =5 mm. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd)/calcium near the puncture site. The device was stored and prepared according to the instructions for use (IFU). No excess force was applied during insertion. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was not returned for this evaluation. Examination of the sealant sleeves revealed a complete split condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed due to the complete split condition of the returned unit¿s sealant sleeves. However, due to the ¿mynx control system ¿ deployment difficulty ¿ premature¿ condition observed, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. The functional test to evaluate insertion and withdrawal into a csi could not be performed due to high resistance that impeded the insertion into the cordis laboratory sample csi when attempted over the split portion of the sealant sleeves. Additionally, due to the ¿mynx control system ¿ deployment difficulty ¿ premature¿ condition, a full simulated deployment test could not be executed, as the sealant was not returned for evaluation. The complete deployment mechanism was manually verified per standard evaluation steps, which included aligning the tension indicator by pulling the distal tip distally, followed by depressing button 1 and button 2 in sequence to confirm proper functionality. Although the mechanical components performed as expected, a full sealant deployment simulation could not be accurately executed in the absence of the sealant material. A high-magnification microscopic evaluation was conducted to assess the sealant sleeves. This analysis confirmed the previously observed split and revealed additional kinked portions along the sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, frayed/split/torn and kinked/bent conditions of the sleeves were noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ since the sealant was off the catheter with button 1 not depressed. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (there was moderate tortuosity and moderate pvd/calcium near the puncture site), procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature deployment of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen or even deployed prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.